Manufacturer narrative:
(B)(4). Device evaluation: per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good unit. The unit was powered on in operating mode for testing. The reported malfunction of "xdcr (transducer) fault" was able to be duplicated. Transducer calibrations were performed as described in the product service manual. The "exhl diff" calibration failed. This issue will be internal investigated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, transducer (xdcr) fault. Exhalation and turbine pressure transducer calibration was performed and passes, but the exhalation flow xdcr fails. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.